Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively established. No autopsy was performed. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use lists bleeding and death as adverse events which may be associated with the use of heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a subarachnoid hemorrhage post fall. The patient was withdrawn from care and passed away on (B)(6) 2020. The outcome was not considered device or therapy related. The device operated as expected. An autopsy was not performed.